Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-00745 and 2134265-2014-00718. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used. The pullback was performed as long as it could. The user pushed the clutch to reposition the device, but the gear did not move. No patient complications reported and the patient's condition is stable.